Manufacturer narrative:
Other, other text: additional information in d4-catalog number, h3, h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Samples provided per customer were visual inspected and the non-conformity as detached components cannot be confirmed due to the sample was received disassembled and the sample looks like was manipulated. Root cause cannot be confirmed due to the product received disassembled and looks like were manipulated. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Event description:
Information received a smiths medical breathing/portex general anesthesia bags malfunctioned. During the use of the product, the connection part of the breathing bag got detached. This event occurred in the two products consecutively. No patient adverse events reported.